Manufacturer narrative:
The manufacturer location was documented as (B)(4) in the initial report. The location has been updated to (B)(4).

Manufacturer narrative:
Additional narrative: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the gear was broken and torn off on the air/reamer drill device. It was noted that the housing was heavily damaged on the device. It was further determined that the device failed pretest for check the starting behavior at second bar, check power with test stand, minimum 190 w to 260 w (watt), check for excessive noise, check function of forward/reverse and check for immediate stop. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.